Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported white screen, possible lock up failure. Physio completed other unrelated repairs and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause for the reported failure could not be determined.

Event description:
During a daily inspection, the customer reported that the device had a white screen. The third party biomed power cycled the device and the issue was resolved. A white screen is an indicative of a possible lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the initial medwatch report indicates: physio-control evaluated the device and was unable to verify or duplicate the reported white screen, possible lock up failure. Physio completed other unrelated repairs and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause for the reported failure could not be determined. (B)(4): the initial medwatch report should indicate: physio-control evaluated the device and was unable to verify or duplicate the reported white screen, possible lock up failure. Physio replaced the system controller and user interface pcb assemblies as a precaution and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause for the reported failure could not be determined.